Event description:
As reported in the journal article "alcohol septal ablation for left ventricle outflow tract obstruction prevention before transcatheter mitral valve replacement procedure: computed tomography analysis series" from france, patients indicated for the transcatheter mitral valve replacement (tmvr) procedure using a sapien 3 prosthesis with high left ventricular outflow tract (lvot) obstruction risk were enrolled in a study. These patients underwent the tmvr procedure between march 2021 and april 2023. The patients enrolled in the study had undergone alcohol septal ablation (asa) as the first choice technique to reduce the risk for lvot obstruction. This risk was based on multiple and staged cardiac computed tomography (CT) screening. This complaint involves a patient who underwent successful implantation of a sapien 3 valve in the mitral position via a femoral vein approach. Approximately six (6) weeks post tmvr procedure, the patient passed away following a cardiac surgery for early endocarditis. The date of death is unknown.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-06294 for details of the other event. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the transcatheter valve replacement (tvr) procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. According to the literature review, and as documented in a technical summary written by edwards lifesciences, early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections may be related to contamination at the time of surgery (poor sterile technique). Additional causes of early prosthetic valve endocarditis (pve) can occur from other sources of infection and not from the valve (e.g., dental treatment or surgical procedures involving the upper respiratory tract, urinary tract infections (utis), pneumonia). Additionally, a non-conformance in the sterility or packaging processes of the valve may also manifest in the early post-operative period causing early pve. However, there are several types of bacteria that would not survive the edwards sterilization process. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.